Event description:
It was reported to medtronic neurosurgery that there have been several instances of disconnections of this device from drainage systems over the past couple of months. It was also reported that the lot numbers of the devices were unk.

Manufacturer narrative:
The devices were unavailable for return. Therefore, evaluations of the device performances were not possible. Reviews of the manufacturing records were also not possible, as lot numbers were not provided. Additional reported information: the number of instances of disconnection, specific pt information for each instance, and the event dates were unk. It was also unk by the user facility if the disconnections were due to a product issue or a user process issue. There were no reportable pt complications that resulted from these disconnections.